Event description:
Patient was implanted with peek implant (psi) and tube clamps on (B)(6) 2011 for an infection in the cranial bone (propionibacterium acnes). Patient returned to operating room for irrigation and drainage due to an appearance of an infection on (B)(6) 2012. Patient was then returned to operating room on (B)(6) 2012 for removal of hardware due to an infection. Surgeon removed all hardware. Surgeon is waiting for the infection to clear and then implant new psi construct in approximately six months' time. Patient was tested for the type of infection present and it appeared to be the original infection diagnosis. Propionibacterium acnes. This is 6 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional information received.